Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor, but the sensor did not pair with the ilet bionic pancreas pump because the pairing code was not entered into the pump; after remote troubleshooting and education, the user entered the correct pairing code and was instructed to wait for the sensor warmup period. No clinical signs, symptoms, or conditions were reported. Outcomes included no adverse events and no hospitalization. User support included customer service troubleshooting and user education. Investigation of this case revealed user error related to pairing setup, with the device functioning as designed once the correct code was entered. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.